Event description:
IV remodulin pt. Pt stated she has 48 hours left of the med and that she is in the ER (unknown reason), they changed the cassette, it was leaking (serial number not provided). Diagnosis for use: pulmonary arterial hypertension.